Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "open circuit or short circuit". Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. This product contains natural rubber latex which may cause allergic reactions. Description bard® temporary pacing catheters are constructed of a woven or extruded polyurethane shaft with platinum or stainless steel electrodes. Certain catheters may incorporate one or more lumens for fluid infusion, pressure monitoring, blood sampling, or balloon inflation. The balloons are manufactured using latex material. Some product may be packaged with accessories such as a needle cannula, safety lead adapter, an ECG adapter, or a balloon inflation syringe. Indications for use bard® temporary pacing catheters are designed to transmit an electrical signal from an external pulse generator to the heart or from the heart to a monitoring device. When an internal lumen is present (other than the one used for balloon inflation), it may be used for fluid infusion, pressure monitoring, or blood sampling. Contraindications none. Warnings general warnings these warnings apply to all bard® temporary pacing electrode catheters. ¿ inappropriate electrical connections, e.g. Into a wall socket, may pose serious risk of adverse health consequences or death. ¿ please ensure that the catheter is connected as recommended for pacing or measuring intracardiac electrograms. ¿ this device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing. ¿ this device is for one time use only. Reuse or resterilization can impair the structural integrity and/or performance of the catheter. Adverse patient reactions can also result from reuse. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ the risks of using temporary pacing catheters include those risks related to heart catheterization, such as thromboembolism, perforation, tamponade, and infection. The induction of an unintended arrhythmia is a known complication. Warning for open lumen temporary pacing electrode catheters if using an open lumen catheter, remove any guidewire/ stylette prior to electrical stimulation. Warnings for balloon temporary pacing electrode catheters ¿ do not inflate balloon beyond stated maximum inflation capacity of 1.5 ml. ¿ balloon must be completely deflated before withdrawal of the electrode catheter. ¿ if the balloon catheter has been inflated in vivo for more than one minute, completely deflate the balloon and reinflate it to the recommended capacity of 1.5 ml. This is recommended because carbon dioxide diffuses through the latex balloon. Precautions ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. ¿ when using a balloon catheter, use care when removing the protective sleeve from the distal portion of the catheter. Forced removal of this protective sleeve may result in damage to the balloon and the catheters structural integrity. ¿ when wiping down this catheter, use only sterile saline. Instructions for use inspection instructions 1. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. 2. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. 3. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. Insertion instructions using a needle cannula 1. Open the package and place the contents on a sterile field. 2. Prep the skin at the site of insertion and inject a local anesthetic. 3. Remove the protective guard from the needle cannula. 4. Enter the vein with the needle cannula. Simultaneous aspiration into a syringe will help confirm vessel entry. 5. Remove the syringe and the needle. 6. If using an open-lumen catheter, flush the catheter with a heparinized solution. Remove any stylette prior to insertion. 7. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter. 8. If using a balloon catheter, deflate the balloon after the catheter has reached the desired location. 9. Test the pacing characteristics for optimal pacing. 10. Pull the cannula back and secure it to the proximal end of the catheter. 11. Secure the electrode catheter in place at the insertion site. Insertion instructions using a percutaneous introducer sheath follow the instructions, warnings, and precautions of the introducer manufacturer. If using a balloon temporary pacing catheter, use half or one french size larger introducer, unless otherwise recommended by the introducer manufacturer. Electrical connections for measuring intracardiac ecgs 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g. Into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked ¿distal¿) to the v-lead of the ECG, and the positive jack (unmarked) to the positive terminal of the external pulse generator. Electrical connections for pacing 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g. Into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that st-segment elevation myocardial infarction (stemi), status post (s/p) cardiac arrest and recent tamponade from right ventricular (rv) free wall rupture from tv pacing wire. Around noon, while speaking with the doctor the patient became more somnolent and was noted to be hypotensive to 60s/40s. As the patient was bolused with 1l lactated ringer's solution and restarted on levophed, also noted to lose conscious for a minute and was bag ventilated then reawakened. Cardiac remained sinus. Levophed was titrated up to 0.6 to maintain blood pressure. On point of care echo, patient was found to have a pericardial effusion with fluid anterior to right ventricle c/f right ventricular wall rupture vs. Other tear measuring 1.5 cm in deepest pocket. Patient then had stat limited echocardiogram showing pericardial effusion. Patient had tamponade physiology and became more tachycardiac with hypotension and pulsus seen on a line. Stabilized to systolic blood pressure (sbp) in the 90s, diastolic blood pressure (dbp) 50s per a line and a line was rewired at bedside. Patient was maintained on levophed 0.6 continuous infusion of lactated ringer's bolus. Patient remained conscious, was able to consent for surgery. Point of care labs notable for ph 7.1 with lactate greater than 60. Patient was redlined to the operating room with cardiothoracic surgery for pericardial window vs right ventricular (rv) repair. Prior to transfer to or, patient complained of 5/10 chest pressure and shortness of breath (sob). Device did not do what it was supposed to do.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
St-segment elevation myocardial infarction (stemi), status post (s/p) cardiac arrest and recent tamponade from right ventricular (rv) free wall rupture from tv pacing wire. Around noon, while speaking with the doctor the patient became more somnolent and was noted to be hypotensive to 60s/40s. As the patient was bloused with 1l lactated ringer's solution and restarted on levophed, also noted to lose conscious for a minute and was bag ventilated then reawakened. Cardiac remained sinus. Levophed was titrated up to 0.6 to maintain blood pressure. On point of care echo, patient was found to have a pericardial effusion with fluid anterior to right ventricle c/f right ventricular wall rupture vs. Other tear measuring 1.5 cm in deepest pocket. Patient then had stat limited echocardiogram showing pericardial effusion. Patient had tamponade physiology and became more tachycardic with hypotension and pulsus seen on a line. Stabilized to systolic blood pressure (sbp) in the 90s, diastolic blood pressure (dbp) 50s per a line and a line was rewired at bedside. Patient was maintained on levophed 0.6 continuous infusion of lactated ringer's bolus. Patient remained conscious, was able to consent for surgery. Point of care labs notable for ph 7.1 with lactate greater than 60. Patient was redlined to the operating room with cardiothoracic surgery for pericardial window vs right ventricular (rv) repair. Prior to transfer to or, patient complained of 5/10 chest pressure and shortness of breath (sob). Device did not do what it was supposed to do.